Manufacturer narrative:
D10: device availability - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 05/12/2011 to the present date 10/27/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventative maintenance due to a rate calibration failure. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance due to a rate calibration failure. There was no patient involvement.